Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending a replacement pump. The customer was advised on procedures to follow with the new pump, including returning the malfunctioning one, and understood the instructions provided.